Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va21u1b, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that there was an infection at the implanted site. The system was explanted and the issue was resolved. The patient is alive with no sequela and was prescribed antibiotics. No further patient complications are anticipated or expected as a result of this event.